Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with unspecified mentor gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient¿s breast prostheses were removed and then re-implanted on an unspecified date. Mentor breast prostheses are single use devices and re-implantation is contraindicated in the instructions for use. This medwatch report is for the patient¿s right breast prosthesis.